Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer changed the infusion set tubing and site; however the alarm reoccurred. The customer's blood glucose (bg) level was over 600 mg/dl with a large ketone level. An insulin injection was used to address the high bg level and the ketones was treated with fluids. The customer also received an inaccurate fill estimate. The customer reverted to using insulin injections to manage diabetes. Tandem customer technical support (cts) had the customer perform a system check and the occlusion appeared to possibly be related to the cartridge. Cts assisted the contact with changing the pump's supplies. An accurate fill estimate was received and insulin delivery was resumed.